Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.  New information added to the following fields: h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the root cause and factors that caused [b error code is displayed, and image is not displayed intermittently] were not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. An evaluation of the returned device could not confirm the customer allegation. During evaluation, it was found that the non-olympus lamp life meter was reading at more than 50 hours. The light intensity output measured within range; however, the non-olympus lamp does not fit properly on the heat-sink of the lamp which can cause overheating. Follow up in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by user facility.

Event description:
The customer reported to olympus that "b error" code was displayed when the light source was plugged into the 190 series scope during preparation for use for an unknown procedure. There were intermittent issues and no picture was displayed. The device exhibited a communication error but the error code number was unknown. There were no reports of patient harm associated with the event.